Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary fifty-six 2000e-04 samples were received for investigation. Of the fifty-six returned samples, one sample was received in sealed packaging from lot 21105481, four samples were received without packaging, and fifty-one samples were received in opened packaging from lot 21105481. The feedback provided by the customer suggests a complete occlusion was detected in five smartsites during connection with an unknown connecting product. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned smartsites to a 50ml bd plastipak syringe and attempting to flush with fluid; in all the returned samples the piston of the smartsite opened, and no occlusions or flow restrictions were detected throughout testing.

Event description:
It was reported that during use with 5 bd smartsite¿ needle-free connector the needle was occluded. This is the 2nd of 2 events. The following information was provided by the initial reporter: repeat of same issue reported on pir44044825. Tried 5 different smartsites. Clinician could not push fluid through the unit. After 5 different units, they were able to successfully prime one of the smartsites.

Event description:
It was reported that during use with 5 bd smartsite¿ needle-free connector the needle was occluded. This is the 2nd of 2 events. The following information was provided by the initial reporter: repeat of same issue reported on (B)(4). Tried 5 different smartsites. Clinician could not push fluid through the unit. After 5 different units, they were able to successfully prime one of the smartsites.

Manufacturer narrative:
H.6. Investigation summary: a 2000e-04 product was not available for investigation; however, the customer indicated the complaint sample was from lot 21105481. The feedback provided by the customer suggests complete occlusion was detected at five smartsites in connection with an unknown connecting product. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105481 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see h.10.